Manufacturer narrative:
This supplemental report is being submitted to provide the device history record evaluation for the device, and correction of the model number. Please see updated sections: d1, d2, d4, d10, g4, g7, h2, h3, h6 and h10. The device history records (DHR) were reviewed for lot number 92 k, at the original equipment manufacturer in aomori, japan. It was reported there were no reported anomalies associated with the event related items. Upon receipt of the received condition device an evaluation will be performed and a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation, complete lot number and manufacture date. Please see the updates in sections: d4, d10, g4, g7, h2, h3, h4, h6, and h10. The thunderbeat probe, tb-0920oe, lot number 92k 13, was returned to the service center for evaluation. The device was attached to the usg-400/esg-400 and a probe check conducted. The device passed the probe check. A visual inspection of the probe observed some tissue build up. The teflon pad was inspected, and it was noted that it had normal wear with no metal exposed. The distal end of the device was inspected under a microscope and visual inspection noted no damage to the tip of the probe. The distal was tested for activation using saline and it was observed that energy flowed as intended. The switches, wiper, handle, jaw movement were inspected for movement and noted to function normally and smoothly. Additionally, the handle load and rotation of the knob torque were tested and noted to function as intended, normally and smoothly. Based upon the evaluation of the tb-0920oe probe, the device operated as intended with no signs of abnormalities.

Manufacturer narrative:
The device has not been returned to the service center for evaluation, therefore it cannot be determined the cause of the reported event. If the device is returned, a supplemental report will be submitted upon completion of evaluation.

Event description:
The service center was informed that during a therapeutic hepatectomy procedure, a thunderbeat probe became stuck on tissue, near a vein causing blood loss of 300 cc. The thunderbeat hand-piece, connection points to the generator, and cable were inspected prior to the procedure and no abnormalities were noted. The physician was performing seal technique when the reported incident occurred. The generator settings were 2:1. There was no visual damage reported to the teflon pad or probe device. The transducer cords were not bundled with any other cords of additional medical devices during the hepatectomy. The procedure was completed with a similar device. It was reported that the patient outcome was positive.